Manufacturer narrative:
The reported material separation (dc handle screw) was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported material separation (dc handle screw) appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices. Exemption number e2019001.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for device component detachment. It was reported that during unpacking of the clip delivery system (cds), one screw binding both ends of the delivery catheter handle had fallen off the device. The device was inspected and there were no other issues reported in the device, however it was decided to not use this device. There was no patient involvement and no clinically significant delay to the intended procedure. No additional information was provided regarding this device issue.